Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit failed to alarm upon the completion of feeding and the unit under delivers during testing. Two tests were performed. Test one was set up to deliver 400ml/hr; the unit completed the feed in 1 hour and 50 minutes to deliver the feed. The unit did not alarm upon feeding completion and the unit delivered 328 ml. Test two was set up to deliver 400ml/hr; the unit completed the feed in 50 minutes. The unit did not alarm upon feeding completion and the unit delivered 328 ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ under/ over delivered- outside accu¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.